Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the 22nd july 2011 and performed all self-tests up to the (B)(6) 2014. Temperatures are recorded outside the recommended operating range of the device. Multiple manual power ups some of ten minutes duration were observed in the device memory between the (B)(6) 2014 and the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.